Manufacturer narrative:
H11: through follow-up communication, livanova learned that customer nothing has changed compared to the past relating to disinfection process of heater cooler 3t devices. Therefore, information previously provided in the last medwatch report is still applicable. In detail, the device is cleaned regularly per the instruction for use and is placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was revealed that the hospital does not use re-usable heating blankets, the h2o2 level is daily checked as per device instruction for use and the device is stored drained when not used. A disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Finally, prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected as per device instruction for use and the 3t aerosol collection set is replaced after the allowed use period. Therefore, conclusions did not change. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, it cannot be excluded that the source of contamination is related to location where device is used and remains unknown.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. Through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use and it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was revealed that the hospital does not use patient re-usable heating blankets, the h2o2 level is daily checked as per device instructions for use and the device is stored drained when not used. A disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Lastly, prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected as per device instruction for use and the 3t aerosol collection set is replaced after the allowed use period. No evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Manufacturer narrative:
Review of livanova complaints database revealed three other contamination events notified by this customer since unit installation in 2015. Taking into account available information, it cannot be excluded that the source of contamination is related to location where device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.